Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-38-00, (B)(4), equinoxe reverse 38mm humeral liner +0; 320-15-05, (B)(4), eq rev locking screw.

Event description:
Approximately 4 months postop the initial tsa implant, a male patient replaced the following implants with 42 glenosphere, new glenosphere screw and liner due to infection in right shoulder. Patient was last known to be in stable condition following the event. Devices were disposed of by the hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.